Event description:
Affiliate reported that the siphonguard component has detached from the main valve housing and the housing around the siphonguard is damaged. It was initially implanted in 2007, and was working fine until not long before explantation.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.